Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that blood glucose had been higher than normal. Customer originally called to report a broken belt clip. Representative calle customer back to obtain high blood glucose information. Customer reported that blood glucose was 600 mg/dl due to eating something that should not have been eaten. Customer treated with insulin pump and blood glucose stabilized. Customer declined troubleshooting insulin pump.